Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and verified that device's power tripped when powering on. Upon some functional test, fse found that the issue is with the rcd loose cable. Fse fixed the rcd¿s loose cable. After fixing the rcd¿s loose cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's power tripped when powering on.the system was not in clinical use. No harm has been reported to philips.a philips field service engineer (fse) inspected the system onsite and secured a loose cable which returned the device to expected functionality.